Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "flow rate deviation." Customer information: "flow problem - syringe pump change at 11:30. Unstable patient around 4 p.m.: almost had a cardiac arrest with 4 blood pressure."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. The last history files from 2022-10-23 to 2022-10-25 were investigated. No anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the technical seal on the lower housing were intact and undamaged. The device showed age related signs of wear and tear. Furthermore, the p2 connector showed oxidized contacts. In addition, no visual damaged parts ore liquid residues could be detected. A functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,53%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. To investigate the inside, the device was completely disassembled. A broken upper housing part could be detected. Furthermore, a broken claw-mechanic could be found. In addition, the ribbon cable that connects the battery with the mainboard was strongly damaged. The damaged ribbon cable is due to a wrong bending. Furthermore, the ribbon cable that connects the operating unit with the mainboard showed oxidized contacts. In addition, no more damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No flowrate deviation was detected. The damaged parts could not produce a flowrate deviation as decribed by the costumer. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.